Event description:
During index procedure, the patient had one resolute integrity drug-eluting stent implanted to the lad. Approximately 21 months post index procedure, the patient was hospitalized due to stroke. The patient was treated with medication and issue is reported to be resolved. Investigator assessed that the reported event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke). Evaluation conclusions: known inherent risk of procedure (cva/stroke). (B)(4).